Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer stated the size of the air bubbles ranged from champagne sized to large bubbles. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. The customer reported having high blood glucose when air bubbles were present. The customer reported experiencing a high of 600 mg/dl. Customer stated they treated with boluses and manual injections for their high blood glucose. Customer also reported they had air bubbles over time from long term use of their infusion set. The customer also reported their insulin was not stored at room temperature. The customer also stated the rubber rings around their reservoir was loose. Customer declined to troubleshoot for their reservoir issues. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.